Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to vaginal vault prolapse, cystocele and rectocele; concurrent procedure- cystoscopy. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia, neuromuscular problems and other unspecified problems. It was reported that patient underwent mesh excision, exam under anesthesia and cystoscopy on (B)(6) 2011 for mesh erosion and myofascial pelvic floor pain. It was reported that patient underwent excision of anterior vaginal mesh and cystourethroscopy on (B)(6) 2011 for bladder syndrome, pelvic pain, and recurrent uti status post previous pelvic surgery with mesh. It was reported that patient underwent removal of right side interstim ipg bladder implant on (B)(6) 2012 for overactive bladder symptoms and pelvic pain. (B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and meshes were implanted on (B)(6) 2007.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.